Event description:
It was reported that during a case using a whisper guide wire, everything appeared to be going well, but the pt went into shock and died. An autopsy revealed tamponade as a cause of death.